Event description:
The account alleged when he engages the brake/steer pedal into brake, it is very hard to press and it does not seem that the casters are holding in brake.

Manufacturer narrative:
The account used a brake/steer upgrade to repair the stretcher.